Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. Additionally, it was reported that the pump indicated a data log corruption and the pump reset unexpectedly. Reportedly, customer did not restart a continuous glucose monitor session after the reset and did not eat lunch. Customer¿s blood glucose level (bg) went to 40 mg/dl, customer consumed carbohydrates to address the bg. A new cartridge was loaded and customer continued to use the pump for insulin therapy.